Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The medical surveillance specialist (mss) spoke with the patient during a follow up call on (B)(6) 2012, but the patient refused to answer any additional questions. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin, novolog and humalog (unknown dosages) and on that same day, sometime in the evening, she increased her insulin dosage (unknown type and dosage) in response to the reported issue. It is not known if the patient developed any symptoms, but she claimed that on that same evening, she was taken to the emergency room (ER) and was tested on their meter (unknown device) and obtained a reading of "53mg/dl". It is not known what type of treatment, if any, was administered to the patient. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet but the reported issue remains unresolved. Replacement meter was sent to the patient. Although it is not known if the patient developed symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.